Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle missing occurred. The sensor was inserted into the arm on (B)(6 )2025. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a broken needle. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D9: device returned to MFR - additional information, d9: date device returned - additional information, h2 type of follow up: additional information, h3: device evaluated by mfg - additional information, h6: additional information.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed/failed. Test 1 was performed and passed. The allegation was confirmed due to the finding of a detached/broken needle/cannula. The probable cause could not be determined. No injury or medical intervention was reported.